Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. This device has multiple 510ks associated with the device: k161170(needle), k980987(syringe)

Event description:
It was reported that a 3 ml bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle had foreign matter eject from the device when the plunger was pushed down before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No sample or photo was received in support of this complaint. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: not able to determine a root cause. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a 3 ml bd luer-lok syringe with bd eclipse safety thin wall needle had foreign matter eject from the device when the plunger was pushed down before use. There was no report of exposure, serious injury or medical intervention.